Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that on (B)(6) 2016, the patient was admitted to hospital due to an insulin leak around the luer adapter connection. Reporter has stated that there is no allegation against the infusion device or accessories. Reporter states that the patient is very active and it is possible that he could have knocked his pump causing the luer connection to become detached. Patient faced elevated blood glucose reading of 27 mmol/l and ketone level of 3.7. The patient was hospitalized for from (B)(6) 2016. Patient received IV insulin, the name of insulin and dosage was not provided. The infusion device was not requested to be returned for product evaluation.